Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -09.00 diopter, in the patients right eye (od), on (B)(6) 2019. The lens was reported as having low vaulting and remained implanted. The plan is to implant a longer lens.